Manufacturer narrative:
H3: software device analysis of product: sw3002; version: v4.1.0 the reported event has been reviewed and determined that the reported behavior is a software anomaly, which is captured in CAPA pr 668690. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a software device used for spinal therapy. It was reported that when the image is rotated, the base value for the barrey ratio measurement for the sa analysis/sagittal wizard tools is updated. The barrey ratio is defined as the ratio between the sva measurement and the horizontal distance between the posterior part of the s1 superior endplate and the center of the femoral heads. When rotating the image, the sva measurement and the distance between the posterior part of the s1 superior endplate and the center of the femoral heads do not change, so the barrey ratio should not be updated. There was no patient involvement reported. There were no further complications reported regarding the event.